Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ degen disc disease/herniated disc pain. It was reported that it was difficult to charge. Patient historically has been able to sustain 8 bars coupling, but now patient may be able to get 8 bars but then the bars will change to 0 without much movement. Patient had access to another recharger to charge ins however this did not resolve the issue. Patient reported that the ins moved around in pocket, but patient had not had any big changes in weight at all and did not feel like her ins pocket site had changed at all. Patient's ins was sitting pronounced in the pocket and shallow. Patient has not had any falls or trauma. Patient reported they are usually reclining when charging. Patient had sticky patches and these help a little bit. Patient did use the belt. It was reported the issues started a few months ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were unsure why the patient wasn¿t able to get good coupling connection. The rep reported they provided the patient with sticky discs and recommended to lay on a harder surface to make a better connection. The rep reported that they were able to get a good connection before leaving but they were to follow up with the patient to see if she was still having a problem. No further complications were reported.